Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks along the shaft of the catheter. An image assessment for visual was performed. Upon plugging the device into the controller, a live image was displayed. The device was fully articulated in all directions; no impact to the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end or in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires in the handle and around the strain relief. The handle was opened and the electrical components inside were inspected visually. There was procedural residue left over observed in the plastic optic fibers (pof). Visual assessment of the camera wires near the pcba showed that there was no problems. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted and after insertion of saline, enough to reach the handle, the image displayed no problems. The handle was then closed and positioned vertically to mimic procedural conditions when saline would reach the handle. Saline was inserted again with the handle at the vertical position with the catheter horizontal to the ground; no impact to image was seen. The distal tip of the catheter was articulated during insertion of saline to further promote saline backflow; no changes to image was seen. As the complaint mentions the visualization problem took place during attempted lithotripsy, a guidewire was fed through the working channel of the catheter. A saline test was conducted again to see if the use of the guidewire with the catheter would promote saline backflow and cause a disruption in image. There was no change to image observed. The reported event was not confirmed. During product analysis, the device functioned properly throughout analysis. Procedural residue at the handle and elevator marks at the distal end indicate that the device was used. Based on all gathered information, the complaint investigation conclusion code selected for the visualization problem is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction: block g4 (premarket / 510(k) #) has been corrected.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used for stones in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician heard a loud noise from the controller and the image stopped. The procedure was not completed due to this event. A pancreatic stent was placed and the procedure was rescheduled. The rescheduled procedure was successfully completed on (B)(6) 2022. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used for stones in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician heard a loud noise from the controller and the image stopped. The procedure was not completed due to this event. A pancreatic stent was placed and the procedure was rescheduled. The rescheduled procedure was successfully completed on (B)(6) 2022. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4)